Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 186 mg/dl. Customer has treated with manual injection. Customer stated that the paramedics were called to treat high blood glucose. The blood glucose reading was 777 mg/dl. Customer felt dizzy, confused and incoherent. Customer was transported to hospital. Diagnosed diabetic ketoacidosis. Nothing further reported.